Event description:
It was reported that the patient presented for follow up with episodes of non-sustained right ventricular oversensing (nsrvo) recorded by the implantable cardioverter defibrillator (ICD). Review of stored electrograms revealed loss of capture. No patient symptoms were reported. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.